Event description:
It was reported the programmer was not working. Additional details were not available. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm the customer comment because it was too vague; however, the ECG connecter was found to be loose.